Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device and replaced the o2 sensor. The ventilator passed all the required testing.

Event description:
It was reported that the patient was transferred to an alternate ventilator due to the oxygen (o2) percent reading was inaccurate. The patient was not harm as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.